Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis, hemorrhage and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: "competing risks of major bleeding and thrombotic events with prasugrel-based dual antiplatelet therapy after stent implantation - an observational analysis from basketprove ii".

Event description:
It was reported through a research article that xience prime stents may contribute to death, major bleeding, coronary artery bypass graft (CABG), moycardial infarction, stent thrombosis, intervention and hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "competing risks of major bleeding and thrombotic events with prasugrel-based dual antiplatelet therapy after stent implantation - an observational analysis from basketprove ii".